Event description:
Device 1 of 3. Reference MFR report: 1627487-2016-01012, reference MFR report: 1627487-2016-01013. Follow up information identified the patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR report: 1627487-2016-01012; reference MFR report: 1627487-2016-01013; it was reported the patient was not receiving effective stimulation and was experiencing a grabbing sensation. The patient underwent surgical intervention on (B)(6) 2016, where her occipital pns leads were repositioned.